Event description:
Pt admitted 4/94, a newly diagnosed aml. Pt survived but infected. Admitted 11/94, aml relapse. Had positive psa cultures and died 12/6/94. Pt would likely have died of disease, but infection may have hastened event. Abstract attached. Date of event 4/94 - 12/94.